Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, some staples were formed and the others were not formed. The surgery was completed successfully and there was no injury in the patient.